Manufacturer narrative:
No ge service was performed. The malfunction was cleared by the customer. No further repair info is available, however, the system operates as intended. This event could be possible accidental radiation occurrence.

Event description:
The customer reported that the stenoscop system's x-ray would not stop emitting. No pt injury was reported.